Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the device.

Event description:
It was reported that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.